Event description:
Facial flushing, face and neck pressure, lightheaded, hypotension upon administration of heparin during photopheresis; transient. Dose or amount: 10,000 usp units, frequency: 1, route: IV. Dates of use: in 2008, and the next day in 2008. Diagnosis or reason for use: anticoagulation for extracorporeal photopheresis. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.